Manufacturer narrative:
Reported event: an event regarding a communication failure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 246 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a communication error. There were only (B)(4) other reported events ((B)(4)). Complaints related to this part number will be tracked through quarterly trend #(B)(4). Conclusion: according to gsp 133080, the field service engineer stated: "observed upon arrival that the camera would repeatedly reboot during system boot up. Changed the ndi camera part #207335 for cam246 and rebooted. Camera booted and functioned normally. Camera has been tested and is fully operational." "Checked and cleaned all fiberoptic male and female ports. All converter functionality verfied. System still remained intermittent, the fiber optic cables were bypassed to eliminate any possibility of component failure to be sure. Even after bypassing fiberoptic cables and converters, the problem still remained intermittent. At this point, the cpci assy part #209953-r was replaced using the original f17 hard drive. All testing passed and system fully verified. System is fully operational and ready for clinical use."

Event description:
A surgeon was performing a a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio was unable to advance while capturing checkpoints. Troubleshooting was performed but nothing worked. The case was converted to a manual total knee arthroplasty using zimmer implants.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio was unable to advance while capturing checkpoints. Troubleshooting was performed but nothing worked. The case was converted to a manual total knee arthroplasty using zimmer implants.